Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the display adapter circuit board was loading down the backplane bus preventing initialization. The circuit board was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 could not fully initialize and all attempts to re-initialize were without success. There was no adverse pt involvement reported. There was no pt info reported.